Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/08/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: unexplained power on resets observed in the black box. No damage found to returned battery cap. Battery compartment is cracked below the bumper grip. Returned battery cap is able to fully secure to the pump and was used to complete 24hr testing; no power interruptions were duplicated. Display screen has a pinkish contrast. The returned battery cap contact measurements are in specifications. Removed pump cover; no evidence of internal moisture observed on the pcb or internal components. Complaint was confirmed in pump history but not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.